Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards clinical specialist, after successful valve deployment a post procedure echocardiogram showed an abnormality of the ascending aorta (ao). Angiogram was also performed revealing flow to both coronaries and no ao rupture. Based on the findings the team decided that the abnormality was a hematoma. After removal of the femoral sheath, and while the surgical sites were being closed, a second echo was performed to evaluate the hematoma. Since a growing pericardial effusion could now be seen the request for a pericardial tray was placed, however while the tray was being delivered the patient's ao pressure decreased to the 70s and the decision was made to perform a pericardial window. Per the report, 250cc were drained from the patient's pericardium and the drain was sewn in place. A final contra-lateral peripheral angiogram was performed showing timi 1 flow in the sfa. The patient was noted to be in stable condition at the end of the procedure.

Manufacturer narrative:
CT and cine images were submitted to edwards for review. The following observations were made: CT review - CT review of common iliacs demonstrate rfa circumferential disease. Lfa is noted to have less disease than right. No porcelain aorta but noted calcium on aortic arch. Cine review - moderate-severe aortic valve calcification, moderate aortic root calcification, no porcelain aorta, and severe non-circumferential mac. Bav performed x2 and unremarkable. No cine images available for review of sheath insertion, sapien valve positioning / deployment, or post deployment aortogram. Impressions - on CT images there is significant concentric calcium present in the rfa and islands of calcium present in the lfa. No measurement of the peripheral vessels were available for review. On cine images there were no images available of the sapien valve positioning, deployment, or post deployment aortogram. Unable to assess for aortic rupture as per the images supplied. In addition, the two day post procedure echo report indicated the aortic root and av structure with bioprosthesis was normal. Per the IFU, hematomas are potential adverse events associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), aortic valve replacement and bioprosthetic heart valves. The available literature addressing peri-aortic hematomas following transcatheter aortic valve replacement (tavr) indicates several possible causes/potential contributing factors, including presence of bulky calcification of the non-coronary cusp (ncc)/ calcification being pushed against the aortic wall during inflation of the balloon, certain anatomic features (including the disparity between the volume of cusp calcium and the volume of the sinus of valsalva), clinical features (including advanced age, female gender and small body weight), deformation of the wall of the aorta during balloon inflation, exacerbation by intra-procedural hypertension immediately following tavr, "overstretching" of the annulus and/or aortic root, and mismatch between the annulus and device diameter. In this case, the exact cause of the reported intramural hematoma cannot be determined; however, patient and/or procedural factors such as the moderate "severe" aortic valve calcium likely contributed to the event. The event did not require treatment and the one month post procedure echo report demonstrated that the intramural hematoma had resolved with no pericardial effusion noted. No further actions are required at this time.

Manufacturer narrative:
Corrections: lot number was changed from to 59144276 instead of "ni." Manufacturing date was changed to 12/13/2011 instead of 12/09/2011.